Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that the previously reported increased pain was an overall increased of pain in back and legs. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not satisfied with the pain relief provided by their ins on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that patient was experiencing increased pain. Patient device was interrogated, reprogrammed and medication was increased to three times a day. The outcome was reported to be recovered/resolved as of (B)(6) 2018. There was a causal relationship with the spinal cord stimulation therapy. No further complications were reported as a result of this event.